Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the unit ceased delivering energy during the procedure and began alarming; therefore, the procedure was completed with a different device. The biomedical engineer at the account strongly believed the issue to have been caused by the wiring of the patient plate return circuit. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the unit ceased delivering energy during the procedure and began alarming; therefore, the procedure was completed with a different device. The biomedical engineer at the account strongly believed the issue to have been caused by the wiring of the patient plate return circuit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found some non-msi decals and minor scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly during mechanical evaluation. During electrical evaluation, all connections within the unit were checked and wires were manipulated during energy delivery but no issues were found. The unit passed the endostat ii return evaluation procedure. The condition of the returned device was not consistent with the reported event; the complaint was not confirmed. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event: device ceased delivering energy. (B)(4) for the reported event: device began alarming. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure. According to the complainant, the unit ceased delivering energy during the procedure and began alarming; therefore, the procedure was completed with a different device. The biomedical engineer at the account strongly believed the issue to have been caused by the wiring of the patient plate return circuit. There were no patient complications reported as a result of this event.